Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely, causing it to slip off. Subsequently, the pump fell off and caused infusion sets to be pulled out. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer resumed pump therapy.